Manufacturer narrative:
(B)(4). The complaint warmer heads are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that six iw934jeu baby control cosycot infant warmers each had a cracked warmer head. No patient consequence was reported.

Event description:
A hospital in (B)(4) reported that six iw934jeu baby control cosycot infant warmers each had a cracked warmer head. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Our fph office in (B)(4) sent the replacement heater head casings to the hospital in (B)(4) 2013. An attempt was made to obtain the actual complaint devices or photographs of the complaint devices but the biomed of the hospital reported on (B)(4) 2013 that they are very busy and do not have time to take photographs. He also confirmed that they have not yet replaced the heater head casings. Based on our previous investigations on similar complaints, cracking of the heater head casing could either be due to impact damage or chemical attack due to the use of inappropriate cleaning solutions. Without the complaint devices or photographs of those devices, we are unable to determine definitively the root cause of the reported fault.